Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise, oversensing and out of range low pacing impedance of 200 ohms. It is suspected that these issues were caused by an insulation breach on the rv lead. Another rv lead was successfully implanted. No additional adverse patient effects were reported.